Event description:
It was reported that the device failed upstream occlusion alarm test (tested on multiple sets). There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) correction: e1 initial reporter zip code: (B)(6), not a postal code. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The cause of the customer reported problem was the upstream occlusion (uso) sensor and seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso seal and sensor, and the pump passed all functional tests and performed as intended after repair.